Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that the patient underwent a gynecological procedure on (B)(6) 2010 and avaulta product was implanted into the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic lysis of adhesions, sacrocolpopexy, mid urethral sling, cystoscopy and perineorrhaphy; due to 3rd degree vaginal vault prolapse without urinary incontinence. It was reported that the patient underwent procedure on (B)(6) 2006 and avulta was implanted. It was reported that the patient underwent procedure on (B)(6) 2006 and anterior and posterior repair of avulta mesh was done. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, dyspareunia, vaginal scarring, organ perforation and other. (B)(4).